Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: product ID d284vrc, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead fractured. It was noted there was an increased rv impedance which triggered an impedance alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.